Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 300 mg/dl. In addition, it was reported that the customer experienced difficulty loading two different cartridges onto the pump. The customer's blood glucose level was 348 mg/dl. Customer changed pump supplies to address the issues.